Event description:
It was reported by a retrospective study, that the patient underwent placement of a xtrafix device. Subsequently, twelve days later, patient developed an unknown infection at the pin site with loss of position. Hence, the tibial pins were revised. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Source: foreign- united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. For loss of position: root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. For infection: no devices within the xtrafix system are provided sterile. As such, the infection is not related to the device, and no problem was found if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.